Event description:
It was reported to philips that the device had a self test failure. There was no patient involvement.

Manufacturer narrative:
(B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
The device was evaluated by the philips field service engineer (fse). The fse confirmed that a self-test error had occurred. Following a subsequent ops check, the device was confirmed to be fully functional. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time.